Manufacturer narrative:
We were not able to capture what happened after the consumer performed the second test getting a result of 67 mg/dl, she was upset and terminated the call . During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Test strip lot # 1020416003 expiration date: 1/31/2018, control solution lot # none. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling. Keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips are expected to be returned for evaluation.

Event description:
Consumer called concerned about high blood glucose reading using her nova max link meter. According to the consumer, her insulin intake is based off her blood glucose result. The consumer stated, "... After her pump dispensed the insulin; she felt 'sleepy', 'shaky', 'thirsty' and felt 'hot flashes'....." The consumer reported that "... Took a 'sugar drink' after her 141 bg reading to bring her sugar level up...." Correct time/date- (B)(6) 2016 @ approximately 9:20pm according to the consumer, sher performed another blood glucose test, "... Her sugar went down ' too low',,,."

Manufacturer narrative:
Complaint is not confirmed. The complainant did not return the glucose meter or the test strips in question. Although the complainant did not return the blood glucose test strips in question, qa retain test strips from the same lot were utilized to complete the investigation. Results obtained were within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.